Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that a qwix lower extremity fixation screw broke during insertion during a surgical procedure, and splintered in the pt's foot. An add'l screw broke when it was pulled out of the surgical instrument tray. Surgery time was extended by about thirty minutes. Integra has requested add'l clinical info from the reporter, and requested the return of the broken screws for eval.